Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot, d9, h4, if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that during preparation of the femoral stem, the reamer adapter and 20 mm reamer began to slip at the connection between the two. Upon inspection after the case, both show signs of wear and should be replaced. Additionally, the rp attune tibial impactor broke while implanting the tibial tray. This split into 2 pieces and no pieces were left in the patient. This caused a 30 second delay and had no ill effect on the patient or outcome.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that during preparation of the femoral stem, the reamer adapter and 20 mm reamer began to slip at the connection between the two. Upon inspection after the case, both show signs of wear and should be replaced. Additionally, the rp attune tibial impactor broke while implanting the tibial tray. This split into 2 pieces and no pieces were left in the patient. This also needs to be replaced. This caused a 30 second delay and had no ill effect on the patient or outcome. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device does not found signs of unable to assemble at the mbt revision reamer 20mm. However, the observed device found blunting/rounding of cutting edges. The device shows signs of repetitive use. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using the returned part (modified hudson adapter) as the mating component. Functional test revealed devices could fully engage together, as of the modified hudson adapter could be assembled with the reamer of the mbt revision reamer 20mm. The overall complaint was confirmed as the observed condition of the mbt revision reamer 20mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a0405) provided is not a valid finished goods lot number. H11 additional narrative: corrected: d4 (UDI) and h3.